Event description:
Complainant alleged that the "e.p." Clinicians were inducing ventricular fibrillation in a pt (age gender unk). They charged the device to 300 joules, using the multi-function cable and electrodes, but the device would not discharge. The clinicians switched to the device paddels and the unit still would not discharge. The clinicians then turned the power off/on and selected 300 joules from the paddle's joule selector swtich, and the device then successfully discharged and converted the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.